Event description:
It was reported that the patient had intermittent dizziness associated with the device having pacing inhibition due to noise. The device had a patient alert and the physician suspected a loose set screw. Upon device revision, it was noted that the set screw was stripped and that it would not lock down on the lead and when backing the screw out the entire screw came out of the device. Further report by the patient that the device "malfunctioned." The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that there was a missing set screw part.